Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the fork snapped where the head of the nut goes into the fork assembly.